Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, an end user reported that she was bleeding from her urethra after using a catheter. The user was hospitalized for one day and recieved a permanent catheter for a week. The user reported that the eyes of the catheter were not stamped successfully and the plastic stuck out like spikes at the tip of the catheter.